Event description:
Patient was revised to address loosening of the femoral component and stem. Spin out was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient operative notes and x-rays were provided. Review of the supplied investigational inputs revealed evidence suggesting loosening of the stem component, possible migration of the femoral component, and tibial insert dislocation. Provided information indicates the patient has multiple orthopedic issues in regards to the left femur and left tibia prior to the knee arthroplasty. Additionally the patient had the distal femoral replacement for a chronic nonunion with poor bone quality of the fracture fragments. The investigation could not draw any conclusions about the root cause of the reported event; however, poor device positioning and poor patient bone stock are possible contributing factors. Based on the inability to identify product contribution or a root cause, the need for corrective action was not indicated .depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.